Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective therapy. Lead diagnostics indicated invalid impedances on all contacts of the cervical lead. In turn, surgical intervention may be pending to address the issue.

Event description:
Related manufacturer report number: 3006705815-2023-01715. It was reported that one of the patient's leads had migrated. Additional information was received that the patient's other lead was fractured. Surgical intervention was undertaken wherein the scs system was explanted and replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.